Event description:
Implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, inadequate bone quality/quantity, peri-implantitis, pain, bleeding, inflammation, mobility.